Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the would only operate on battery power and did not run on ac power. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.

Manufacturer narrative:
Date of report: 10jun2019. Date rec'd by MFR: 17may2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replaced the power supply the customer reported that the power supply was replaced and the issue resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.